Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: the customer applied the adc freestyle libre sensor and received the message "sensor failed" on the second day of wear. The report noted there was no injury sustained to the customer. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.